Event description:
The manufacturer received information alleging particles in airway related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway, having a lot of heart and lung conditions, difficulty breathing/short of breath, particles in tubing/chamber, burning or smoke or electrical odor related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer declined and terminated the call before asking gfe related questions. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue with a CPAP device's sound abatement foam. After review it has been determined that the date in sections b3 and g3 of the report should have had the date of 04/21/2022. Sections b3 and g3 have been udpated accordingly. In addition, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging having a lot of heart and lung conditions, difficulty breathing/short of breath, particles in tubing/chamber.

Manufacturer narrative:
Additional information was received on aug 02, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging particles in airway, having a lot of heart problem and lung conditions, difficulty breathing/short of breath, particles in tubing/chamber, burning or smoke or electrical odor related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal and external investigation manufacturer observed an missing lcd segments, the air outlet port had dust-like contamination in it, tan dust-like contamination at the air inlet, dust-like contamination on the top of the pca (printed circuit assembly). It is concentrated around the rotary encloder, on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor and in the bottom of the blower box, air inlet seal had yellowed and had dust-like contamination on it, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, white dust-like and hair-like contamination at the air inlet and the inside bottom of the blower box, evidence of sound abatement foam degradation/breakdown was observed in this device. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of multiple contaminants and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.